Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'failed downstream occlusion' was verified through the a review of the event history log by the presence of  multiple ¿downstream occlusion!" Messages. The cause was determined to be the force sensor which failed the attempted no-tube calibration. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.